Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure and the first two clips were not formed at all. The third clip was scissored. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.